Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the string pulled out of a tampon leaving the pledget inside her vaginal cavity. She was able to manually remove the pledget and did not seek medical attention. She did not experience any adverse health effects.

Manufacturer narrative:
H10 device evaluation: a visual inspection of companion samples did not observe any product defects or abnormalities. D9: device availability g3: date received by manufacturer g6: follow-up 1 h2: follow-up type h3: device evaluated by manufacturer h6: type of investigation.